Event description:
A falsely elevated troponin I result of 2.48 ng/ml was obtained. The sample was retested on alternate methodology and a result of 0.00 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences to the patient as a result of the falsely elevated troponin I results. Analsys of sampe by dade behring inc. Indicates that the cause for the falsely elevated troponin I results was non specific binding.